Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with a free perforation with extravasation in a heavily tortuous, heavily calcified proximal right coronary artery. A 2.8x19 mm rx graftmaster covered stent was advanced but failed to cross due to the anatomy. The perforation was ballooned in place and then the patient was sent to coronary artery by-pass surgery to successfully complete the procedure and seal the perforation. There were no reported adverse patient sequela. No additional information was provided.